Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error during testing. The insulin pump was received with serial number label fading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and had critical pump error . Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will returned device for analysis.